Event description:
The patient was sleeping on the specialty bed with the upper two side rails raised. The patient's trunk was positioned mid-line in the bed. Patient reported that she awoke when she felt herself slipping from the left side of the bed, and stated that the bed gave away. She was found on the floor, and it appeared that the mattress had deflated on the one side.